Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Troubleshooting was performed, and found that the drive support cap was protruding. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked case display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tub and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.